Manufacturer narrative:
The reported incident that bone screw, t7, 2.7x14mm was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by far too much applied torsional force during screw insertion. The device inspection revealed the following: the returned broken part of the screw clearly shows very strong deformation / damages of the inner torx. This clearly indicates that far too much torsional force beyond its calculated capability had been applied during screw insertion. The broken surface shows the structures of a typical ductile overload breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the screw head was broken while inserting the cortical screw into the bone. The surgeon did use added force. The patience is in there 40's. Screw shaft could not be removed. The event occurred during a primary surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the screw head was broken while inserting the cortical screw into the bone. The surgeon did use added force. The patience is in there (B)(6). Screw shaft could not be removed. The event occurred during a primary surgery.